Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter during removal was confirmed but the exact cause is unknown. A photograph and five fluoroscopic images were returned for evaluation. The photograph showed the implicated 4fr single-lumen groshong nxt catheter after it had been removed from the patient. The catheter was in two segments with a complete fracture in the catheter near the distal valved end of the catheter shaft. There appeared to be fibrous material on the fractured tip of the catheter. All five fluoroscopic images were of the right chest and arm. In the first image, the implicated right-sided PICC was seen with its tip in the distal subclavian vein. The second image showed the catheter with a guidewire inlaid. The third image showed that the PICC tip had not changed in position, but the distal few centimeters of the catheter appeared to be fractured. The catheter fragment appeared to be on the guidewire. The fourth image showed the PICC tip fragment on the guidewire and a snare which had been placed with its tip overlaying the svc confluence, right subclavian vein. The last image showed the snare around the catheter tip fragment. The event description and returned images confirm that the catheter broke during catheter removal. However, the root cause of the damage could not be determined from the returned images. Possible contributing factors could include damage to the silicone catheter material from the inserted guidewire or tensile damage due to a difficult removal caused by the device being fibrosed/scarred to the vessel. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer patient¿s catheter indwelling time was 289 days. Preoperative ultrasonography of upper extremity veins showed right axillary vein old thrombosis. Likewise, a 0.018-inch guidewire was advanced through the lumen of the PICC to right atrium. The catheter fracture occurred when the guidewire and the catheter were withdrawn in unison. The broken end of the PICC was located in the subclavian vein under fluoroscopy. Then, we punctured the right femoral vein to place a 6-fr sheath. A snare was then passed through the sheath and used to capture the residual catheter under the guidance of the guidewire. The snare, guidewire, and residual catheter were withdrawn in unison from the femoral vein. The catheter fracture occurred when the guidewire and the catheter were withdrawn in unison.